Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with resetting it, and confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappears.